Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the act button was stuck and would not work. Customer's blood glucose was unknown. During troubleshooting, customer's mother mentioned the customer was in a diabetic coma in september. Customer had low blood glucose of 44 mg/dl and was hospitalized. Customer had another incident where she was unresponsive and was hospitalized with blood glucose of 800 mg/dl. Customer was treated with insulin IV drip. Customer had infection and fluid around the brain due to diabetes. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked keypad connector at the lcd board. Unable to perform functional testing, including operating currents, rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart or displacement tests due to the unresponsive buttons. After cutting open the pump and locking properly the lcd connector, the pump passed the displacement, and error tests. The operating currents were found within specification. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.